Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, a threshold test showed that the left ventricular (lv) lead was stimulating the left atrium (la). Further observation showed a lv lead dislodgement. The lv lead was reprogrammed to resolve the event. The patient was stable and will continued to be monitored.